Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.2 had all cubies fail. A field service engineer (fse) checked the cables and connections but found no visible signs of damage. The fse removed and replaced the module controller, but the whole drawer failed after restart. The fse then removed and replaced the drawer controller, configured the drawer, and had user recover all cubies, access the drawer, and load the cubies. The station was verified as fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.